Manufacturer narrative:
Section b2: outcomes attributed to adverse corrected manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D is currently available. Section 1 of the IFU, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 left ventricular assist system. Section 5 of the IFU also explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the device will not be able to provide the intended flow. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the moderate aortic regurgitation and mild mitral regurgitation were not treated at the time of the event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that in a pre-lvad implant echocardiogram on (B)(6) 2023 the patient had a tricuspid valve replacement at the time of implant. The results of this pre-lvad echocardiogram were ventricular and valvular function were interrogated following cardioversion in sinus rhythm. There was severely increased left ventricular cavity size. Severely decreased left ventricular systolic function. Lvef calculated by 3de was 21 %. Mildly increased right ventricular cavity size. Mildly decreased right ventricular systolic function. Right ventricular systolic pressure was difficult to determine due to severe tricuspid regurgitation. No interatrial shunt by color doppler. Interatrial septum was bowed toward the right, consistent with elevated left atrial pressure. Aortic valve was trileaflet. No aortic stenosis. Trace aortic regurgitation. Mitral valve appeared tethered. Posterior mitral leaflet has restricted mobility. Severe mitral regurgitation. Mitral regurgitation jet was directed posteriorly. Systolic flow reversal in the pulmonary veins with mitral regurgitation present. No mitral stenosis. Eroa by pisa= 0.43 cm2 with calculated regurgitant volume = 64 ml, 3d mitral vca (vena contracta) = 0.47 cm2. Tricuspid valve appeared tethered. Severe tricuspid regurgitation. There is a visible coaptation gap that measures 0. 7 cm at o degrees. 3d vena contracta is 1.80 cm2. Hepatic vein doppler showed systolic flow reversal. All visible segments of the aorta were normal in size. Gracie ii aortic plaque. No significant pericardial effusion. Compared with the prior study, dated (B)(6) 2021, there was no significant change. The patient had a post left ventricular assist device (lvad) echocardiogram done on (B)(6) 2024 and revealed moderate aortic regurgitation and mild mitral regurgitation.